Manufacturer narrative:
Medical device expiration date: unknown medical device lot #: the customer provided lot # 200113323. This does not match any catalog number in our system. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free line fell apart. The following information was provided by the initial reporter: the reported feedback suggests that the line fell apart. Detailed incident description: while attempting to prime the IV line attached to a normal saline bag the line detached from the drip chamber causing the saline to flow everywhere. The actual plastic spike has fallen off.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free line fell apart. The following information was provided by the initial reporter: the reported feedback suggests that the line fell apart. Detailed incident description: while attempting to prime the IV line attached to a normal saline bag the line detached from the drip chamber causing the saline to flow everywhere. The actual plastic spike has fallen off.

Manufacturer narrative:
H.6. Investigation summary: one 2420-0007 sample from lot 20013323 was received for investigation with opened packaging; residual fluid was found in the drip chamber component (appendix 1). A visual inspection confirmed the customer's experience with the tubing identified to have separated from the lower joint of the drip chamber component (appendix 2). A closer inspection identified minimal signs of residual solvent at the separated tubing (appendix 3). Root cause analysis: nogales: device history record for model 2420-0007 lot 20013323 shows that the set was manufactured on the 28 of january 2020 with a total of 23,043 units. There was one qn (quality notification) issued during the production build of this lot for the mixed lots issue but not for the failure mode reported. The root cause of the separation was identified as a manufacturing issue due to no solvent being applied at the junction of the vinyl tubing during the assembly of the set by an operator error. Conclusion(s): ¿bd manufacturing facilities are aware of separation issues at the observed component engagements. The specific manufacturing facility (nogales) for the received samples has initiated their own corrective actions (CAPA (B)(4)) to address the root causes that are specific to their manufacturing site and has an effectiveness check plan for reduction of the issue¿. Below is the corrective action taken on the production floor: - notification to the production floor was performed. - reinforce the opening of the blue alerts (this is a process where any issues with the solvent dispenser equipment are investigated) and assign a production operator on each shift to follow correctly and adequately the procedure of blue alerts on all u-cells. - assign the solvent dispenser technician¿s to the mfg eng. So the data can be analyzed and assure that all activities per the procedure are being performed. - perform the revision/verification of the solvent dispenser functionality, pins and bushing at the beginning of each shift, per procedure it is required at the middle of the shift. - increase on the samples for pull test on the joint tubing ¿ drip chamber, 2nd smartsite lower fitment and luer lock tubing from 9 samples per hour to 18 samples per hour - increase the pull force on the in-process functional inspection from 8lbf to 13.5lbf at the nogales site. Additional action taken - implementation of an assembly fixture in order that the operator perform the assembly correctly by adding - solvent and maintaining the joint assembled for the time required before it passes to the next station investigation conclusion: one 2420-0007 sample from lot 20013323 was received for investigation with opened packaging; residual fluid was present in the drip chamber component (appendix 1). A visual inspection confirmed the customer's experience with the tubing identified to have separated from the joint of the drip chamber component (appendix 2). A closer inspection identified signs of residual solvent at the separated tubing (appendix 3). The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the customer's experience is likely to have occurred as a result of the application of an insufficient amount of solvent at the tubing joint; this is a manual process and is likely to have occurred due to human error. A review of the production records for lot 20013323 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. Additionally the manufacturing site have identified a number of process improvements including the implementation of an assembly fixture, as well as updating the manufacturing protocols to ensure an improved solvent distribution process. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product. H3 other text : see h.10